Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratch on lens, implanted and removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a ¿scratch¿ centrally was noticed by surgeon. The lens was explanted and a backup lens was implanted without complication. The ¿scratch¿ looked like a squiggly fuzzy, it was not a straight scratch in the iol. Additional information was received from account manager and stated. There was a ¿squiggly¿ mark in the central optic that was called a scratch but the appearance was not typical of a loading issue scratch. The company injector was flagged at the account in case they have an issue with it again they will know this was one that was used for this case.